Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During the procedure, the physician turned the pump max on but no vacuum was produced. The physician turned the pump max off before turning it back on, however it emitted a burnt smell. The procedure was completed using a syringe for aspiration. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra aspiration pump max (pump) was plugged in and powered on. The pump only made a humming sound like a fan was running. Conclusion: evaluation of the returned pump revealed that upon powering on, the cooling fan turned on, but no vacuum pressure could be created. The root cause of this complaint cannot be determined. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Further evaluation from penumbra supplier quality engineers revealed corrosion on the outlet side of the vacuum pump. The root cause of the inoperability of the vacuum pump can be attributed to the corrosion on the outlet side of the vacuum pump which caused the piston to seize up.